Manufacturer narrative:
(B)(4). The incident sample has been requested, but to date, has not been rec'd for eval. If the sample is rec'd, or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the antenna broke while positioning it in the tissue. The antenna could be removed in one piece after the break. The break is at the feed point. There was no pt injury, no extension of operating time, no blood loss, no extension of incision and no loss of or damage to tissue.